Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Reportedly, it was indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an 10f delivery sheath was used. As recommended per the instructions for use for 18 mm amplatzer ¿ septal occluder the 8f was intended use which could have contributed to the reported event of deformity. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer septal occluder was chosen for implant using an 10f non-abbott delivery sheath. During deployment, the physician noticed that the device was not taking the desired shape and had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient and the device got retrieved. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The procedure got aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information .na

Event description:
It was reported that on (B)(6) 2024, a 18mm amplatzer septal occluder was chosen for implant using an 10f non-abbott delivery sheath. During deployment, the physician noticed that the device was not taking the desired shape and had a cobra deformation. The deformed device was never released from the delivery cable while inside the patient and the device got retrieved. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The procedure got aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.